Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. The contrast and ok keypad buttons were unresponsive to user presses. The keypad cover was removed, and the keypad flex connector was found to be damaged. Unrelated to these issues, the keypad cover was also torn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, a keypad button response issue, and a damaged keypad flex connector. This report is made based on results of investigation completed on 11/13/2014.